Manufacturer narrative:
Requests were sent to the hospital to further clarify the event. The provided information is captured in the event description. A review of the manufacturing records indicated the device met pre-release specifications. The device was returned to w. L. Gore & associates for investigation. The product evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. The device was returned within a 3rd party introducer sheath (terumo). The hub was detached and not returned. The breakage of the delivery catheter during withdrawal occurred outside of the patient. Therefore this event no longer meets the criteria of a reportable incident and therefore this report is being retracted. Cause investigation and conclusion. The reported primary device complication, related to difficulty withdrawing the vbx device after deployment, was confirmed during evaluation of the returned device as the delivery system could not be removed from the introducer sheath. Additional observations made on the returned device are also consistent with the reported withdrawal difficulty. The cause for the confirmed withdrawal difficulty could not be confirmed with the available information because the delivery system could not be removed from the sheath without imparting damage to both the sheath and the delivery system. The device instructions for use (IFU) warn against forcefully removing the delivery system after deployment to avoid damage. The IFU also describe techniques for withdrawal if the balloon catches on the introducer sheath. The reported complaint indicates that force was applied to the delivery system sufficient to break the catheter. The sheath and remainder of the delivery system were then withdrawn as a unit per IFU. The 8 fr sheath reportedly used during the procedure is consistent with the device IFU. The cause of the broken catheter shaft is consistent with reasonably foreseeable misuse, specifically user applies excessive force to the delivery system (leading to extensive tensile load, twisting, or torsion load and compromised/broken delivery system). In the instructions for use the following is stated: warnings: forcefully removing the delivery system after deployment may cause the endoprosthesis to migrate, and/or cause inaccurate placement or delivery system damage which may require additional endovascular procedures or surgical intervention. Deployment of the gore® viabahn® vbx balloon expandable endoprosthesis while maintaining negative pressure in the balloon and the guidewire position across the treated lesion, carefully remove the delivery catheter from the body through the sheath or guide catheter. Moderate resistance may be felt when the balloon is withdrawn through the introducer sheath. Note: if, during catheter removal, the balloon catches on the leading edge of the introducer sheath, a slight ¿back and forth¿ motion of the catheter may aid in release. If needed, the delivery catheter and the introducer sheath may be removed together as a unit. Excessive or abrupt force during catheter removal may damage the delivery catheter or introducer sheath. B5 - updated event description.

Event description:
The patient presented with an abdominal aortic aneurysm treated with a gore® excluder® conformable aaa endoprosthesis which was extended into the left common iliac artery with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). A left humeral approach was created and an 8 fr destination¿ guide sleeve (straight, 90 cm long, terumo) and a 0.035" stiff guide wire were inserted. To prepare the vbx device saline was soaked in. The vbx device was advanced over the guidewire through the long sheath to the target position. Reportedly, no major friction was felt during tracking. The anatomy was reported to be neither tortuous nor stenotic. Then the sheath was retracted to deliver the vbx device. Reportedly a 50/50 mixture by volume of contrast medium and normal saline was used to inflate the balloon and the vbx device was implanted as intended. After implantation of the endoprosthesis, the physician ensured that negative pressure was applied to the balloon on the delivery catheter using a manometer and gave time to the balloon to completely deflate slowly. Every step of the procedure was performed under fluoroscopy. Once fluoroscopy confirmed that the balloon was completely deflated, the physician withdrew the introducer catheter. Reportedly, when starting the withdrawal, a strong friction was felt. Eventually, the delivery catheter has broken, and the tip of the delivery catheter got stuck in the sheath. To solve the problem, the physician removed the sheath and the tip of the delivery catheter as a unit. The guidewire remained in place. Then a 10 fr introducer sheath (brand name unknown, cook medical) was inserted to continue with the procedure. It was reported that no harm occurred to the patient and that there were no consequences to the patient.

Event description:
The patient presented with an abdominal aortic aneurysm treated with a gore® excluder® conformable aaa endoprosthesis which was extended into the left common iliac artery with a gore®. Viabahn®. Vbx balloon expandable endoprosthesis (vbx device). A left humeral approach was created and an 8 fr destination¿. Guide sleeve (straight, 90 cm long, terumo) and a 0.035" stiff guide wire were inserted. To prepare the vbx device saline was soaked in. The vbx device was advanced over the guidewire through the long sheath to the target position. Reportedly, no major friction was felt during tracking. The anatomy was reported to be neither tortuous nor stenotic. Then the sheath was retracted to deliver the vbx device. Reportedly a 50/50 mixture by volume of contrast medium and normal saline was used to inflate the balloon and the vbx device was implanted as intended. After implantation of the endoprosthesis, the physician ensured that negative pressure was applied to the balloon on the delivery catheter using a manometer and gave time to the balloon to completely deflate slowly. Every step of the procedure was performed under fluoroscopy. Once fluoroscopy confirmed that the balloon was completely deflated, the physician withdrew the introducer catheter. Reportedly, when starting the withdrawal, a strong friction was felt. Eventually, the delivery catheter has broken, and the tip of the delivery catheter got stuck in the sheath. To solve the problem, the physician removed the sheath and the tip of the delivery catheter as a unit. The guidewire remained in place. Then a 10 fr introducer sheath (brand name unknown, cook medical) was inserted to continue with the procedure. It was reported that no harm occurred to the patient and that there were no consequences to the patient. It was reported that the physician suspects that an 11 mm vbx device is not compatible to an 8 fr sheath as specified in the instructions for use (IFU). He suspects the IFU to contain incorrect data.

Manufacturer narrative:
Patient information: patient information was requested from the hospital, but it was not disclosed to gore for privacy reasons. Therefore pt identifier reflects the w. L. Gore reference number. Requests were sent to the hospital to further clarify the event. The provided information is captured in the event description. A review of the manufacturing records indicated the device met prerelease specifications. The device was requested to be returned to gore for evaluation. Reportedly it is in transit. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.